Manufacturer narrative:
Clarification to d6a implant date: partial date of 2005 reported as "about 20 years ago".

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of deflation was received on april 13, 2026, with catalog number mcghan300cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed two openings through microscopic inspection assessed as surgical damage also observed partial delamination of diaphragm valve assessed as adhesive failure and crack of the diaphragm valve assessed as cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.